Manufacturer narrative:
Unique identifier (UDI) number added. Correction to the 510k number. Device evaluation: the oxygen mixer was returned for failure investigation. Visual inspection of the returned mixer revealed no anomalies. The component was attached the component to a test unit and ran it in ventilation mode. During this time the device gave a low-pitch abnormal noise when the unit was ¿breathing in.¿ further inspection showed that the connection between the inner housing and the diaphragm housing was weak and the components were separated with little resistance. The evaluation isolated the failure to the component¿s adhesive but did not determine a root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, an abnormal noise was generated from the oxygen mixer. Ventilation was not interrupted, the ventilator was continuously used. There was no harm to the patient as a result of the event. The ventilator was evaluated by a third party and the oxygen mixer was replaced. The ventilator passed self-testing.